Event description:
Bayer case number: (B)(4) malpositioned essure devices within the uterine cavity [device dislocation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned essure devices within the uterine cavity") in a female patient who had essure inserted. Concurrent conditions were listed as endometriosis, ovarian cyst, endometriosis, pelvic pain female and hemorrhagic cyst. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (ratlh with bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): normal external genitalia -normal vaginal and cervical epithelium 8 cm uterus. -stage 2-3 endometriosis with several implants along the usl bilaterally and some on the anterior aspect of the cervix/bladder dome. -normal appearing fallopian tubes, essures inside the fallopian tubes (no perforation) normal right ovary with a simple cyst and left ovary with a 2-3 cm endometrioma -identification of bilateral ureters transperitoneally with peristalsis. Specimens: uterus, cervix, bilateral fallopian tubes, essures within the specimen, left ovarian endometrioma [ultrasound scan vagina] in 2021: findings: both essure devices are visualized and appear malpositioned. Ne essure device on the left has a proximal position extending into the uterine cavity region. The essure device on the right has a distal position. Impression: 1. Malpositioned essure devices bilaterally, as discussed.; on (B)(6) 2023: findings: again, noted are malpositioned essure devices within the uterine cavity. Endometrial stripe measures 1.8 cm, which is within normal limits. Impression: 1. Similar appearance of the malpositioned essure devices. Uterus is otherwise unremarkable. 2. Normal-appearing right ovary and 2.4 cm left adnexal hemorrhagic cyst. Quality-safety evaluation of ptc: for essure: unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 24-feb-2025: medical record received. Case became serious incident. Essure removal details updated. Medical history added. Annex f codes updated. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.